Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was previously implanted with a bifurcated stent grafts, a infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post implant. A possible type 3b was reported. A re-intervention is planned for (B)(6) 2018 to reline the stent graft. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 3b endoleak. This event is mostly likely device due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: device code: remove code 1354. Conclusion code: remove code 11.

Event description:
Additional information: a secondary procedure was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system. The procedure was successful in resolving the reported event. The patient was reported as doing well.